Event description:
It was reported that the patient's ipg reached end of life. It is unknown if the ipg depleted prematurely. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.